Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Returned to manufacturer on: unknown. The investigation date has been used. In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported that bd sedi-40 was broken.